Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx mesh device was implanted into the patient during a procedure performed on (B)(6) 2005. As reported by the patient's attorney, the patient underwent revision of the obtryx mesh device on (B)(6) 2006 due to foreign body in the vagina. Boston scientific has been unable to obtain additional information regarding the event to date.